Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system image quality was severely degraded. Upon troubleshooting, fse checked the system and confirmed the issue occurred due to x-ray pc. Fse replaced the x-ray pc. After replacing the x-ray pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during vascular procedure, the azurion system began displaying degraded image quality. The surgeon stated that stent was placed with reduced visualization due to equipment failure. No actual harm reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.